Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1q6zt implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type lead. Eval code method 4114, eval code-result 3221, and eval code-conclusion 67 apply to interstim ii (serial#(B)(4)) and lead (lot#va1q6zt). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who sent the ins and lead into the manufacturing company for return. The rep also said the healthcare provider (hcp) appeared to sever the lead when removing it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1q6zt, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Eval code method, eval code-result, and eval code-conclusion apply to interstim ii (serial# (B)(4)) and lead (lot#va1q6zt). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis: analysis of the ipg 3058, interstim ll (serial# (B)(4)) found passed all functional testing. Analysis: analysis of the tined lead, 3889-28, interstim,us 28 cm (lot#va1q6zt) was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Eval codes method, result, and conclusion apply to interstim ii (serial# (B)(4)) and lead (lot#va1q6zt). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The explant/replacement surgery occurred on (B)(6) 2018. The rep also said the manufacturing company was not present at the explant/replacement surgery so the return status of the ins has yet to be determined; it is unknown at this time if the device will be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has an appointment for (B)(6) 2018 and is wondering if they can be seen prior. Patient reports being shocked when they would turn or move a certain way. Decreasing stimulation did not resolve the issue so stimulation was turned off; the shocking stopped. The healthcare provider (hcp) turned stimulation off. Additional symptoms reported were pain and zapping. Patient further said they have pain at the ins site and gets pain, shocking and zapping from the ins site which shocks around to the front. When asked for an event date, the patient said "about the 1st week after implant." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The diagnostics performed related to shocking and zapping was impedances were checked by the healthcare provider (hcp) staff and there were no issues. The discomfort and shocking/zapping still remained. As a result of what was reported, the device will be explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient didn't know the cause of the shocking issue. They also said the device was removed on (B)(6) 2018. No further patient complications have been reported as a result of this event.